Event description:
Related manufacturer reference number: 2017865-2021-38088, 2017865-2021-38089. It was reported the patient presented in clinic due to a pocket infection. The patient's atrial lead, right ventricular lead, and pacemaker were explanted without issue. The pacemaker was sutured externally to the patient, and a new right ventricular lead was implanted without issue. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.